Manufacturer narrative:
It was reported that the patient experienced blotchy irritated bumps that had spread from the chest to back and legs. The electrode and mcot c6 sensor was not returned for device evaluation. Engineering evaluation was unable to be performed on the electrode as it is single use and was not returned. Allegation cannot be confirmed through images of patient skin irritation or a prescription from a medical professional. The skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesive and/or hydrogel components. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported that on (B)(6) 2024 the patient experienced a skin reaction. The patient noted red blotchy irritated bumps after removing the mcot c6 sensor and electrode - pad - foam - vermed (B)(6). The patient sought medical treatment and was advised to take benadryl however the symptoms became worse. The red blocky irritated bumps spread from the patient's chest to neck, back and legs. The patient took a break in service and cloth electrides were ordered. The patient followed up with their doctor who prescribed prednisone. The patient did prep their skin with modl soap and water.. The patient also reported they have a history of skin ensitivities/allergies when wearing patches and band-aids. No additional information was provided.